Event description:
Reportedly via clinical affairs, a (B)(6) male patient had bradycardia one day post implant of an edwards aortic bioprosthetic valve. The event was treated with permanent pacemaker implantation and noted as resolved. The subject edwards device remains implanted with no reported malfunction associated with this report.

Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, a permanent pacemaker was implanted and the event was resolved. The subject device remains implanted with no reported malfunction. There has been no information to suggest a device quality deficiency related to this event. No further action is required at this time.